Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, loss of diaphragmatic capture was confirmed from a decrease in compound muscle action potential (cmap) amplitude while ablating the right superior pulmonary vein (rspv). Phrenic nerve pacing was performed but there was no diaphragmatic response. Fluoroscopy was performed 30 minutes post-procedure and the paralysis was still present. Some diaphragmatic motion was observed but it could not be identified if the visible movement was because of the motion of the left hemidiapraghm. The patient was discharged without symptoms or prolongation of hospitalization.